Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. The iesu has been returned and evaluated by the failure analysis (fa) team. The reported issue was not confirmed via inspection of the system logs. The errors that were found in the system logs were related to the e-100 generator, not the iesu. The securing rings were found to be loose on all the pedal connection plugs. These rings were tightened before testing. The iesu operated correctly from all ports. Various dents and scratches were found on the unit. Root cause is attributed to a defective generator. An intuitive tech support engineer reviewed the system logs and found e100 errors indicating that there was an invalid instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure that a message occurred stating that the energy instrument was not compatible. The intuitive tech support engineer (tse) reviewed the system logs and did not see any errors associated with the reported issue. The tse advised that there were e-100 errors for invalid instrument / instrument data corruption. The procedure was reportedly completed, but no information was provided as to how the issue was resolved.